Event description:
A caller reported a cartridge alarm 20 issue. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was informed to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery.